Event description:
During placement of a percutaneous gastrostomy feeding tube, on a female pt with medical conditions unknown, force was applied and the tube detached at the dilator connector. The tube was immediately retrieved with forceps successfully and the procedure was completed with another MFR's device. No further complications occurred and the pt is reported to be in satisfactory condition. The device history record for the lot in question was reviewed and did not reveal any deviations from the approved mfg specifications.